Event description:
It was reported by the customer the display is erratic and has a damaged ac module. There was no known impact or consequence to pt. Additional info received indicated that readout display would cut in and out, as if there was a power loss even though it was plugged in and had battery charged.

Manufacturer narrative:
The returned device was evaluated. During eval it was found that when the device is tapped or bumped, the ac power led sometimes shuts off indicating an ac power interruption. On a fully charged battery, the device switches to battery power without interruption in the display. If the battery is disconnected or completely discharged, then it may interrupt the display. Cracked solder joints were found on the power supply module which may interrupt ac power.